Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer they were having issues with their sensor and blood glucose readings. The customer's blood glucose level was 186mg/dl. The customer's sensor reading was 53mg/dl. Troubleshoot was conducted, and the customer was found to be expired. The customer was informed on proper insertion techniques, and was informed to replace the sensor. The customer is being sent out replacement, and is returning sensor for analysis.